Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) up to 579mg/dl with no signs or symptoms of hyperglycemia. The reporter stated that the elevated bgs occur when there are only 20 to 25 units of insulin left in the cartridge and one bar on the battery indicator. The reporter stated that the patient's bgs resolve when the battery and cartridge are changed. The reporter denied any unusual pump noises but stated she thinks there is a motor issue. The reporter also stated she thinks there is a battery life issue with the pump. The reporter stated that she has lost faith in this pump and requested it be replaced. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy and the reporter alleged that there was an issue with the pump causing the bg elevations.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows the last basal and last bolus delivery occurred on (B)(4) 2013. There are no alarms or errors related to the complaint observed in the pump history; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was tested with an external power supply and all currents were found to be within specifications. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.